Event description:
On (B)(6) 2013, the reporter contacted animas requesting assistance with programming replacement pump. The reporter stated that since the call the patient had been off the pump for four hours and the patient¿s blood glucose (bg) is up to 28mmol/l without symptoms. The reporter stated that when they came off the pump the patient was given a bolus and their bg went down to 4.4mmol/l without symptoms. The patient drank juice and their bg came up to 8mmol/l. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The reporter stated that the elevated bg is related to being off the pump due to a pump malfunction. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/20/2013 with the following findings: last basal delivery was on (B)(6) 2013, black box review shows multiple consecutive ¿por¿ events and multiple persistent 128 ¿replace battery¿ alarms leading to delivery interruption on the reported date of (B)(6) 2013. The total daily dose adds up correctly and reflects the programmed basal target. Visual inspection shows evidence of moisture ingress on the display screen. The pump powers ¿on¿ and displays ¿verify¿ screen. The pump was unable to pair with a test meter due a ¿cs052¿ alarm. The pump was primed and exercised for 24hours, no delivery interruption occurred during the duration test. The pump passed a 29hour flow accuracy test. The pump¿s case was removed, moisture corrosion was found on the pcb to the power circuit, the keypad flex/connector, the display screen, the piezo-circuit and to the rf circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.